Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A6) patient race - not available from facility. H3) the tightrail device was discarded, thus no returned product investigation was performed. H6) perforation of vessels is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a capped right atrial (ra) and a right ventricular (rv) lead due to non-function. Upon opening the pocket and placing an access wire in the subclavian vessel, considerable bleeding was encountered. While prepping the leads for extraction, the bleeding increased but the case proceeded. Starting with a spectranetics 11f tightrail sub-c rotating dilator sheath on the ra lead, the device was switched to a spectranetics 11f tightrail rotating dilator sheath (long) in order to advance further. Moving to the rv lead, a spectranetics 13f tightrail (long) was utilized. At this point, the bleeding continued and there was a gradual drop in blood pressure and a subclavian perforation was noted. Rescue efforts began, including blood products, along with bone wax and suture used to repair the perforation. It was believed that the lead was adhered to the clavicle; therefore, the decision was made to stop the extraction, llds were removed, and the leads were cut/capped and remained in the patient. The patient survived the procedure. This report captures the 11f tightrail sub-c device in use when the perforation occurred, requiring intervention. There was no alleged malfunction of the tightrail device in use during the procedure.